Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a consumer with a spinal cord stimulator for failed back surgery syndrome (fbss). The doctor reported that the implantable pulse generator (ipg) had become exposed after implant. It was suspected there was an infection in the ipg pocket. Removal of the ipg was planned and scheduled for (B)(6) 2015. The issue was not resolved at the time of the report. A follow-up report will be sent should additional information be received.